Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles observed. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer found evidence of black contamination, consistent with keratin, at the air outlet of the blower box and the blower motor seal. White contamination was found in the air input of the blower box , on top of the blower box and on top of the blower motor. There was no evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer and found 3 errors logged. The manufacturer concludes the contamination found was consistent with keratin. There was no evidence of sound abatement foam degradation found within the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).